Manufacturer narrative:
Returned device was received in decent physical condition. The device had a cracked tank cover, outdated pcb and power switch. During the evaluation of the device, the reported issue was unable to be replicated. All alarms were able to be triggered and working fine. There was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during annual maintenance a smiths medical level 1 hotline blood and fluid warmer failed to alarm. There was no patient involvement and no reported adverse effects.